Event description:
A medtronic representative reported that, during a functional endoscopic sinus surgery (fess) the surgeon was unable to pass tracer and point merge registration on the patient. The surgeon attempted tracer registration tracer five times unsuccessfully before moving on to point merge which failed as well. The surgeon opted to continue the procedure without the use of the navigation system and choose to cancel a portion of the surgery. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. A software investigation was completed. The software investigation found the exam used was not to protocol to complete a successful tracer registration. The necessary anatomy was not in the scan as the exam did not include the anatomy above the brow bone. The software is functioning as designed. Recommendations were made to the site to include more anatomy to the exam. On (B)(4) /2014 - a medtronic representative performed a navigation system check-out, all areas passed.

Manufacturer narrative:
The surgeon said he completed what he intended to do for the procedure, but felt he was unable to do as thorough of a job without navigation. The patient is doing well currently. Surgeon cannot determine for some time whether or not a revision surgery may be needed.